Event description:
It was reported by a customer in the USA that during patient use, an 840 ventilator graphic user interface (gui) exhibited a loss of communication error code. The patient was removed from the unit, and placed on an alternative ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).